Event description:
New information received indicates that another instance of loss of capture was observed. The patient was asymptomatic. The physician elected to make medication changes. The lead remains implanted.

Event description:
It was reported that during review of non-sustained rv oversensing egms, loss of capture was observed. The patient was asymptomatic. When the patient presented in-clinic two days later after receiving an unrelated appropriate shock, threshold measurements were normal and no further instances of oversensing episodes were observed. Programming changes were made.

Manufacturer narrative:
(B)(4).